Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade iii.

Event description:
Patient reported a right side "breast infection." Physician reported a right side reoperation due to "capsular contracture," baker grade iii. Treatment was provided in the form of reoperation for the capsular contracture. The physician additionally reported "implant malposition" and "moderate asymmetry;" these events are not related to the device. Healthcare professional reported a new case of "capsular contracture," baker grade iii has occurred after the previous treatment. Device remains implanted.